Manufacturer narrative:
Per the study, the patient was admitted for the index procedure for a percutaneous transluminal angioplasty. A right femoral approach was utilized for the procedure. The angiogram showed that the right renal artery was 70% occluded. The left renal artery had atherosclerotic disease, ostial lesion, 88% occluded, severely calcified and visually measured 5mm in diameter and 6mm in length. The lesion was pre-dilated with 4x15mm boston balloon at 10 atmospheres. After the dilation, the occlusion was reduced to 70%. A sds genesis aviator (pg1550bax) was deployed in the target site at 16 atmospheres. After the stent was deployed, a 10% residual stenosis remained. The pre and post procedure timi flow was three. No dissection or thrombus was noted after pre-dilation and stent placement. The product was not returned for analysis. A device history review was performed and showed that this lot of product (r1105018) met all requirements per the applicable manufacturing quality production. Factors that may have influenced the event include patient, procedural, pharmacological and lesion.

Event description:
Per the study, six months after having a genesis stent implanted in the renal artery, the patient returned with hypertension. An angiogram was performed showing that the stent had a 99% restenosis. A percutaneous transluminal angioplasty was performed, results are unk. After the procedure, it was reported that the patient experienced moderate hypertension. It resolved and the patient was discharged the next day. The products remain implanted in the patient and are unavailable for evaluation. There is no additional information regarding patient, lesion or procedural characteristics regarding this event.